Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported the customer received unspecified low readings on the adc freestyle libre sensor scan. Customer experienced vomiting and was seen at a hospital where readings of 425 mg/dl, 305 mg/dl, and 500 mg/dl were obtained on the hospital meter. Customer was diagnosed with hyperglycemia and administered insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported sensor was returned and investigated. Visual inspection was performed on the returned sensor and no issues were observed. Visual inspection was performed on the sensor plug. The sensor plug was fully seated. Removed sensor plug and inspected the plug assembly, no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer's mother reported the customer received unspecified low readings on the adc freestyle libre sensor scan. Customer experienced vomiting and was seen at a hospital where readings of 425 mg/dl, 305 mg/dl, and 500 mg/dl were obtained on the hospital meter. Customer was diagnosed with hyperglycemia and administered insulin (dose/type unknown). There was no report of death or permanent impairment associated with this event.